Event description:
Report received of an unrequested bolus dose delivery during preventative maintenance testing. The device was programmed in the pca only mode. The exact settings were not provided. The customer reported that he selected "enter" for every option that appeared on the screen until a program was completed. While the customer was preparing to test the device, he noted that the device was delivering a pca dose. The patient pendant had not been pressed. The patient pendant was removed from the device and the device was reprogrammed as previously described. The pump reportedly delivered another unrequested pca dose with the patient pendant not attached to the device. There was no patient involvement and no reports of any adverse events while the pump was in clinical service.